Manufacturer narrative:
Initially it was assessed that the event was a hemostatic valve separation. The biosense webster, inc. Product analysis lab observed on (B)(6)2020 that the device was returned in the condition reported as the hemostatic valve was dislodged into the hub. The hemostatic valve issue remains assessed as a reportable issue. The device evaluation was completed on (B)(6)2020 . It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve issues occurred. During the procedure, blood was leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced to another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue reoccurred. The issue was resolved by changing the sheath to a third one. The hemostatic valve issues were assessed as MDR reportable hemostatic valve separation issues. The device was visually inspected and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 1308 number, and no internal action related to the complaint was found during the review. The issue reported by the customer was confirmed. It appears to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provides additional instructions on how to insert the dilator into the sheath. In addition, there is evidence that the device was manufactured in accordance with documented specification and procedures. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with two carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and hemostatic valve issues occurred. During the procedure, blood was leaking from the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. The sheath was replaced to another carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the issue reoccurred. The issue was resolved by changing the sheath to a third one. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since there is no indication that the blood leakage was excessive nor that led to hemodynamics disruption or required intervention, this event will not be coded as a patient event but as a product malfunction under both sheaths. The hemostatic valve issues were assessed as MDR reportable hemostatic valve separation issues.